Manufacturer narrative:
Additional information was received that the patient was taken off blood thinners for a long time prior procedure that may have caused the bleeding. The physician used bandages and applied pressure to stop bleeding.

Event description:
A report was received that the patient had significant bleeding during trial when the physician attempted to insert the needle. The procedure was aborted and the patient was doing well.

Event description:
A report was received that the patient had significant bleeding during trial when the physician attempted to insert the needle. The procedure was aborted and the patient was doing well.